Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. No additional information was provided and troubleshooting was unable to be completed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.